Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose (bg) level was 236 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.